Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the lead threshold was high. Chest x-ray revealed the lead had dislodged. Physician attempted to reposition the lead, but the helix did not deploy as expected to assure good tissue fixation. The lead was removed and replaced. No patient complications have been reported as a result of this event.